Event description:
When using the percuvance introducer disposable surgical device, the introducer spring fell off the shaft and dropped into the patient. Dr. Retrieved the introducer. The local teleflex rep in charge of this product was called. It was noticed that a prong from the tip was missing while cleaning for rep evaluations. The doctor was notified of missing tip. Dr. Looked thoroughly and x-rays did not reveal anything.